Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-19590 - device 1 of 5

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets cannula kinked events first on (B)(6) 2024, another second to fourth event sometime after (B)(6) 2024 and before (B)(6) 2024 and fifth on (B)(6) 2024. All the events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of all events was 300 mg/dl and the patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.